Event description:
The site contacted berlin heart clinical affairs to inform that the drive line has small crack. The site changed the drive line in question without incident. The sited noted there was a change in the filling and ejection of the pump with the cracked line and the ikus was alarming "please check left pump/driving tube". Once the new line was on, the pump returned to full fill and ejection. The patient was not harmed during the event.

Manufacturer narrative:
(B)(4). The excor driving tube lot 00036365 was used from (B)(4) 2015 to (B)(4) 2015 for 123 days. The driving tube that is the subject of this report was evaluated by the manufacturer of the driving tube. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing process. The driving tube split at a known position near the transition from the thicker to the thinner segment. This area of the driving tube is where the most stress is applied by external forces during use. Excessive external forces can cause a split in the driving tube. Based on findings of similar complaints, manufacturer has implemented a corrective action and changes were approved by the FDA reference # h100004 / s011. The lot 00036365 was manufactured prior to this change. The patient was successfully transplanted on (B)(6) 2015.